Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. During recapture of the closure device, an anchor of the closure device that was engaged to a pectinate in the laa caused a perforation at the base of the laa near the atrioventricular groove. This was not initially noticed, and the 27mm closure device was exchanged for a 31mm closure device. Following deployment of the 31mm closure device, the pericardial effusion resulting from the perforation via the 27mm closure device was identified. The pericardial effusion was proximal at the base of the laa and near the atrioventricular groove. The pericardial effusion progressed to a cardiac tamponade. A pericardiocentesis was performed following the discovery of the pericardial effusion. However, the patient was taken to cardiac surgery to correct the damaged laa surface. Hemostasis in the laa was achieved via a 4-0 suture and a sealant patch on the surface of the laa. The patient was expected to fully recover following observation in the intensive care unit (ICU).

Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. During recapture of the closure device, an anchor of the closure device that was engaged to a pectinate in the laa caused a perforation at the base of the laa near the atrioventricular groove. This was not initially noticed, and the 27mm closure device was exchanged for a 31mm closure device. Following deployment of the 31mm closure device, the pericardial effusion resulting from the perforation via the 27mm closure device was identified. The pericardial effusion was proximal at the base of the laa and near the atrioventricular groove. The pericardial effusion progressed to a cardiac tamponade. A pericardiocentesis was performed following the discovery of the pericardial effusion. However, the patient was taken to cardiac surgery to correct the damaged laa surface. Hemostasis in the laa was achieved via a 4-0 suture and a sealant patch on the surface of the laa. The patient was expected to fully recover following observation in the intensive care unit (ICU). It was further reported that the patient was discharged home twelve days post index procedure.